Event description:
During testing at the user facility, the device touchscreen was found to not respond when pressed. Prior to testing, the customer contact reported the device cassette door was open and the device alarmed for cassette lever a. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. Though requested no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.